Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device replacement procedure due to normal battery depletion, x-ray imaging was conducted which revealed lead conductor externalization on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.